Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. This report is for 1 unknown screw/unknown lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was a possibility during a two level cervical case that the cervical spine locking plates screw may have passed through the screw hole of the cervical spine locking plates variable angle plate. The surgeon completed the surgery without changing out either item. There was no delay in the procedure and the procedure was completed successfully with no additional medical intervention. The patient status/outcome is currently unknown. This report is for an unknown cervical spine locking plates variable angle plate. (B)(4)

Event description:
It was reported that there was a possibility during a two level cervical case that the screw may have passed through the screw hole of the plate. The plate was a variable angle two level plate. This report is for an unknown screw. This is report 2 of 2 for (B)(4).